Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call low blood glucose levels which caused an auto accident. Customer advised their blood glucose was 122 mg/dl when the ambulance arrived during the time of the incident. Customer advised their blood glucose was down to 57 mg/dl at a conference when they ate peppermints to raise them to 102 mg/dl prior to the accident. Customer advised they had high blood glucose in the past which resulted in past hospitalization and have been dealing with high blood glucose about a month before the accident. Customer advised their body went into shock and they blacked out as a result of low blood glucose. This was also the reason for the auto accident. Customer had a no delivery alarm and low battery alarm on their device. Troubleshooting was performed and the device is doing what it is designed to do. The device also had cosmetic damage which customer advised looks like it was burnt. Customer was advised to discontinue product and return product for analysis but declined.